Event description:
The distal cover came off of the endoscope upon withdrawal at the end of the procedure. The distal cover was not identified as missing at that time. During the manual cleaning process, the staff identified the distal cover was missing. The surgeon proceeded to perform an upper endoscopy and located the distal cover in the patient¿s mouth behind the bite block. The procedural delay is unknown. (B)(6): tjf-q190v, (B)(4). (B)(6): maj-2315, (B)(4). This report is 1 of 2 for (B)(6): tjf-q190v, (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional correction to h6 component code and medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are likely due to the following: the cover was attached improperly, the cover had cracks and/or pinhole, due to adhesion of chemical solutions such as anti-fog agent the cover was broken, and/or during the procedure, the scope distal end received friction load by twisting / pushing / pulling in body, stress from contact with bite block, or the like. Olympus will continue to monitor field performance for this device.